Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that they noticed blank screen on insulin pump after a battery change. Customer stated that insulin pump was not taking new batteries even if they tried many different batteries. Customer also stated that insulin pump stopped working after battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display found on july 16, 2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace, history files using thump. The pump was monitored and no blank display or unexpected power/battery alerts noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the downloaded history files reveals there was one (1) low battery alert on (B)(6) 2021 at 19:16 and one (1) low battery alert on (B)(6) 2021 at 04:34. The pump was cut open for visual inspection. Corrosion was found on the electronic assembly, vibrate harness assembly, and on the inside of the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: corroded battery tube, scratched case, cracked select button keypad overlay, serial number label faded and peeling, and pillowing keypad. Blank display is not confirmed however, corroded battery tube and moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom act.